Event description:
The complaint is reported as: "the luer-lock connection (brown head) is broken after 7 days use (from 11/12-11/19)." No patient injury or complication reported. It was reported the device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one, 3-l cvc catheter for analysis. Signs-of-use in the form of biological material were observed on the catheter body and in the distal extension line. Visual analysis revealed that the distal extension line was separated from its hub. The luer hub was not returned. The catheter body was also noted to be cut. The catheter body total length measured 256 mm, which indicates at least 51 mm of the catheter body were cut off and not returned per the catheter graphic. The distal extension line outer diameter measured 2.199 mm, which is within the specification limits of 2.13-2.21 mm per the extrusion graphic. The distal extension line inner diameter measured 0.056", or 1.4224 mm which is within the specification limits of 1.42-1.50 mm per the extrusion graphic. A leak test was performed on the proximal and medial extension lines by using a 10 ml lab inventory syringe to inject water with the distal end of the catheter occluded. No leaks were observed. A manual tug test confirmed that the proximal and medial extension lines were secure and intact. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of an extension line/luer hub separation was confirmed through the complaint investigation. Visual analysis revealed that the distal extension line had separated from the luer hub. The luer hub was not returned for analysis. The catheter and extension line met all relevant dimensional requirements and a device history record review did not reveal any relevant findings. Based on the sample received and without the luer hub, a root cause cannot be determined. Teleflex will continue to monitor and trend complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "the luer-lock connection (brown head) is broken after 7 days use (from 11/12-11/19)." No patient injury or complication reported. It was reported the device was replaced. The patient's condition is reported as fine.